Event description:
It was reported that the 4-40 stud broken off of the handpiece. The case was completed with a same like device. There was no pt consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.